Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/26/2024, it was reported by a sales representative via (B)(4) that an ar-18800-04 driver shaft tip broke off inside the patient inside the screw head, and an ar-18800-04 driver shaft was warped. The case was not affected. This was discovered during a procedure on 09/19/2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-18800-04 driver shaft, t6 lot number: 1392346 was received for investigation. Visual evaluation noted that the hex of the device was twisted and it appeared that a piece of the tip was missing. The length of the returned device was measured using a caliper ID: (B)(4) and it was found to be 3.5695, which is not in tolerance of the length specified in drawing c19299 of 3.600 ± .020, indicating that a fragment of around .44 had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/use error due to over-torquing and/or prying/leveraging the device during use.